Event description:
During an atypical flutter procedure, due to recognition issues, the procedure was canceled. When the tacticath ablation catheter was connected to ablate the mapped arrhythmia, the ampere rf generator and ensite x mapping system did not recognize that the catheter was connected. The catheter and connections were checked but the issue persisted. The catheter was exchanged for a new one, but the issue persisted. The navigator in its mobile version did not have more replacement cables and connectors to be able to run the tests and replace the connections between the ampere rf generator, tactisys and the navigator amplifier, therefore the issue could not be solved. The catheter and generator were replaced, and were able to make some applications guided by fluoroscopy and polygraph. The procedure was not completed. The generator and one of the cables caused the issue.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.